Event description:
It was reported that during implant attempt, the doctor kinked the lead, and requested a new lead after the stylet was hard to get out. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (b)(4: distal conductor distorted, the defibrillation coil was distorted, several conductors were distorted, the distal conductor fractured due to overstress, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared damaged at implant; full lead returned and analyzed.